Event description:
Customer reported complaint via phone call. Patient fall occurred with the alarm, volume was quiet upon sounding.

Manufacturer narrative:
The customer was asked about the details of the fall incident via due diligence emails, but they were unable to provide information about the extent of the event whether the patient sustained an injury from the fall or not. Hence, this event is reported solely on the information provided by the customer. An investigation of similar complaints revealed several potential causes, including damage to either the alarm sensor receptacle or the sensor rj-11 clip. Damage to the sensor receptacle can cause the pins inside to become stuck down, either triggering no alarm or false alarm. It can also cause the sensor cable to not have a secure fit with the receptacle, allowing for movement to affect the function. Likewise with damage to the sensor cable clip. Other causes, such as corrosion and moisture damage, are also a possibility. With the information given and an alarm not being returned for evaluation, the root cause could not be determined. Being that the unit is already more than eight years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the unit having low volume, and the likely cause is one of the previous identified causes such as wear-and-tear, severe shock, moisture exposure, and other effects of repeated use and age. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. At this time, there is no evidence that a manufacturing nonconforming contributed to the reported complaint. Therefore, no corrective or preventive actions will be initiated at this time. Per tidi procedures, complaints for this device will continue to be trended and reviewed on a monthly basis. Manufacture reference file number (B)(4). H3 other text : product not returned.